Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty placing a right atrial (ra) pace sense lead and was unable to make it into a j shape. The physician attempted to reposition the lead five to six times. The field representative noted that the physician may have had the lead in the azygos vein. When attempting to remove the ra lead the tip became stuck, but the physician was able to successfully remove the entire lead. A 6 french safe sheath was then used with the same lead, however after multiple attempts it would still not stay in position. Finally on the last attempt with same lead, the helix would not extend after over 30 turns.